Event description:
It was reported that the patient experienced a shocking or jolting sensation. The reporter indicated that the patient ¿was zapped good¿ when she walked through a security gate at walmart. The device was on during that time. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturer's re presentative and her concerns were resolved. It was noted that the patient had surgery on (B)(6) 2013 and had an appointment scheduled for (B)(6) 2013. Per manufacturer¿s device registry, the patient¿s system was replaced on the day of surgery noted. Refer to manufacturer¿s report number 3004209178-2013-11678 for additional patient and device information.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 093-33, lot# v049137, implanted: 2007-(B)(6), (B)(4).